Event description:
It was reported that the pump of this inflatable penile prosthesis was not working in the office. Once the incision was open, it was identified that the pump was cycling as normal. The physician proceeded to replace the pump with new one. No patient complications were reported.